Event description:
Report received of a death while device in use. In 2004 at approx 1245pm the device was programmed to deliver in the continuous+pca mode, morphine 1mg/ml, a 4mg loading dose, 1 mg/hr continuous rate, a 2mg pca dose, a 10 minute pt lockout and no 4 hour limit was selected. At an unspecified time the physician increased the programming parameters to 1 mg/hr continuous rate, a 4mg pca dose, a 10 minute pt lockout, and a 4 hour limit of 25 mg. The pt reportedly received a total of 44mg morphine in 14 hours. After an unspecified amount of time the nurse found the pt "not responding." A code blue was called, efforts to resuscitate were unsuccessful. The pt reportedly expired at 0330am on the following day. Reportedly, the cause of death was "morphine intoxication." The customer contact reported that the "device delivered as programmed." During testing of all the pca devices by the user facility on an unspecified date following the event, the devices functioned as intended. Through requested, no additional information was provided.